Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was provided. The complaint is not confirmed. Batch review was performed for lot els80f1534jp and all specifications for release/testing were met, and no non-conformances, failures, reworks, deviations, or changes to test methods, process, or procedures were noted that could support the reported complaint. No trend was identified. The investigating facility concluded that the results of product stability study show that the product is stable for up to 5 years when it is stored under ambient conditions (3 years more than stated shelf life). This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: expired bone graft substitute has been implanted. A related adverse event has not been confirmed. In case of appropriate labeling the use of expired product is beyond the control of the manufacturer and considered an abnormal product use. This may result in adverse health consequences. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer implanted lot# els80f1534jp with an expiration date of 01/01/2014 on dos 12/29/2014. Product: 506005078050 (2.5ml). Distributor agent, matador medical, was notified of this potential adverse event on (B)(6) 2014.